Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported product is not expected to be returned as the customer discarded the product. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. A customer reported receiving a ¿lo¿ (readings less than 2.2 mmol/l) message on their sensor. The customer self-treated with candy, soda, and food however, her blood glucose did not increase. The customer had contact with a healthcare provider and a reading of 16.9 mmol/l (304 mg/dl) was obtained and the customer was diagnosed with hyperglycemia. The customer was treated with novorapid insulin injection as treatment. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.